Manufacturer narrative:
The complaint notification associated with this device described that there is a screw missing in the knee joint. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at manufacturer's after sales service center on august 1st, 2017. After evaluation we can confirm that the bolts in the upper posterior section of the knee joint were loose. The knee joint is heavy used, front an rear frame are damaged. Linkage and hydraulics are also worn due to usage. An exact reason for the loosening of the bolts could not be determined. In this specific case the failure did not lead to a fall and/or serious injury, but it could cause or contribute to a serious injury if it were to recur. Therefore, we report this failure according to guidance for industry and FDA staff on "MDR for manufacturers" chapter 2.15.

Event description:
Knee joint was sent in for repair. Customer stated that a screw is missing in the knee joint. No serious injuries were sustained as a result of the failure and no medical treatment was required.